Event description:
It was reported that the user dropped the ilet pump, resulting in a cracked and unusable screen, and a replacement was arranged. Symptoms included no reported clinical effects. Outcomes included no reported impact on health or hospitalization. Investigation included customer interview and device use history review, with guidance provided to sync data to the mobile app and to shut down the device to avoid further alerts. Investigation of this case revealed physical damage to the display component caused by accidental drop, consistent with screen breakage that prevents normal operation. It was concluded, based on previously established findings for similar reports, that the cause was user-induced mechanical damage.